Event description:
It was reported that on or about (B)(6) 2010, patient underwent an acl reconstruction with an allograft and limited lateral meniscectomy. Pt suffered from pain when trying to move his left knee. Ten day post-op visit and x-ray showed a piece of the nitinol wire within the surgical site. Revision surgery to remove device was on or about (B)(6) 2010.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record cannot be performed. This type of event is typically caused by excessive driver force applied over the guide pin, driver tip hitting a flex point of the guide pin, prying/leveraging on the guide during use and/or re-using a guide pin from the single-use disposable kit that has been bent from prior use. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.